Manufacturer narrative:
Clinical review of the additional information received indicates that the adverse events experienced by the patient did not meet the definition of a serious injury as per of the medical device regulation. Therefore, the events described do not meet the reporting requirements of a serious injury.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent a surgical procedure to implant an optease retrievable vena cava filter after a motor vehicle collision. The information received indicated that the device has tilted and migrated, the patient suffers from chronic chest pain causing frequent emergency room visits, mood swings, difficulty concentrating, loss of focus, depression and anxiety. On or about six years after implantation of the device, the patient received a scan on the abdominal region, which noted the presence of the filter. The checkup found that the patient was suffering from shortness of breath and abdominal pains from the region where the ivc filter was placed. The patient subsequently visited the medical facility on two later periods; on or around six years and five days post implantation and again six years and one- month post implantation for complaints of chest and abdominal pains. The filter was placed under fluoroscopic guidance inferior to the renal veins and superior to the bifurcation of the iliac vein. There were no complications, the patient tolerated the procedure well. Additional information received per medical records indicate that the patient had a computed tomography (CT) scan seven years post implantation. There was some minimal ventral tilting of the long axis of the filter. The caudal tip of the filter is in close proximity to the anterior wall of the inferior vena cava. There was no deformity of the wall of the inferior vena cava and no inflammatory changes around the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, tilt and migration could not be confirmed, further clarified or a cause be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Anxiety, abdominal pain, chest pain and shortness of breath do not represent a device malfunction. Such an event may be related to other comorbidities and not necessarily related to the implantation of the filter. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter after a motor vehicle collision. The device in the patient was positively identified on medical records. On or about six years after implantation of the device, the patient received a scan on the abdominal region. The scan noted that the inferior vena cava (ivc) filter was present. The checkup found that the patient was suffering from shortness of breath and abdominal pains from the region where the ivc filter was placed. The patient subsequently visited the medical facility on two later periods; on or around six years and five days post implantation and again six years and one month post implantation for complaints of chest and abdominal pains. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information was received per the patient¿s implant records: the filter was placed under fluoroscopic guidance inferior to the renal veins and superior to the bifurcation of the iliac vein. There were no complications, the patient tolerated the procedure well. The patient also reports suffering from chronic chest pain causing frequent ER visits, mood swings, difficulty concentrating, loss of focus, depression and anxiety.

Manufacturer narrative:
Additional information received per medical records indicate that the patient had a computed tomography (CT) scan seven years post implantation. There was some minimal ventral tilting of the long axis of the filter. The caudal tip of the filter is in close proximity to the anterior wall of the inferior vena cava. There was no deformity of the wall of the inferior vena cava. No transverse tilting was present. There was no assessment of the presence of stenosis or occlusion due to the lack of IV contrast. The abdominal aorta was normal and free of calcified atherosclerotic plaque. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter after a motor vehicle collision. The device in the patient was positively identified on medical records. On or about six years after implantation of the device, the patient received a scan on the abdominal region. The scan noted that the inferior vena cava (ivc) filter was present. The checkup found that the patient was suffering from shortness of breath and abdominal pains from the region where the ivc filter was placed. The patient subsequently visited the medical facility on two later periods. On or around six years and five days post implantation and again six years and one month post implantation for complaints of chest and abdominal pains. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Abdominal pain, chest pain and shortness of breath do not represent a device malfunction. Such an event may be related to other comorbidities and not necessarily related to the implantation of the filter. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter after a motor vehicle collision. The device in the patient was positively identified on medical records. On or about six years after implantation of the device, the patient received a scan on the abdominal region. The scan noted that the inferior vena cava (ivc) filter was present. The checkup found that the patient was suffering from shortness of breath and abdominal pains from the region where the ivc filter was placed. The patient subsequently visited the medical facility on two later periods. On or around six years and five days post implantation and again six years and one month post implantation for complaints of chest and abdominal pains. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses.